Event description:
It was reported that the patient had an inappropriate shock for asystole. Technical services advised that this was due to the sensing profile in use at the time. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. Due to a change in the patient's condition, the doctor replaced the subcutaneous system with a congestive heart failure system. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock for asystole. Technical services advised that this was due to the sensing profile in use at the time. There were no additional adverse patient effects. The system remains implanted.